Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection on the returned part was performed identifying a maceration at the level where the heparin line connects with the cartridge. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient was undergoing a dialysis treatment utilizing a cartridge bloodline. Reportedly, soon after the patient connection, the nurse observed that the arterial pressure was high. Treatment was interrupted and machine put in bypass in order to adjust the needles of the patient. When the nurse restarted treatment, she observed an external blood leakage coming from a hole in an undetermined point of the line. The quantity of blood lost by the patient was estimated to 250ml, including the blood present within the extra-corporeal circuit which was not returned to the patient. There was no report of patient injury or medical intervention associated to this event. No additional information is available.